Manufacturer narrative:
The investigation revealed that at the time of patient positioning, a transfer board was used to move the patient from a stretcher onto the CT patient couch (performed by two radiologic technologists). Because the transfer board was not within the scan area for head and neck scanning, the patient was moved longitudinally toward the headrest section without removing the transfer board. The patient slid farther than expected due to the use of the transfer board and hit his head (parietal region) against the corner of the headrest, resulting in lacerations. The chief hospital technician informed the manufacturer that the phenomenon would be reported within the hospital as an error caused by the radiologic technologist performing the patient positioning. The patient received topical treatment on the day of injury, but the laceration wound was more severe than expected and closed with four sutures on the following day. It is judged that this phenomenon occurred because precautions for using the headrest were not observed by the user at the time of patient positioning. Precautions to be observed are provided in the system's operation manual, which states, "do not allow the patient to come into contact with the protruding parts of the couch accessories. The patient may be injured". It is therefore considered that the cause of the phenomenon is user error. Manufacturer's customer engineer provided advice for avoiding the phenomenon in the future to the reporting site's radiologic technologists. It is determined that no further action is required.

Event description:
During a CT examination, the customer reported that when the patient was positioned on the couch top for head scanning, the patient hit his head (parietal region) against the corner of the headrest, resulting in lacerations. The patient received topical treatment on the day of injury, and the laceration wound was closed with four sutures on the following day.